Event description:
A pt reported experiencing shaking, sweating and having mood swings while using a one touch meter. No info available on date or nature of events. Pt initially called lifescan to report that ot meter continuously read "not ok" even after the battery was replaced. Because of the ot meter problem, pt allegedly was unable to check blood glucose. Pt did not provide any further info. Repeated attempts to contact pt for additional info were all unsuccessful.